Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user had an hcg result that was low then repeated higher for one patient serum sample. The original result was 13.43 miu/ml. The repeat results were 3981 miu/ml from the primary tube, 3795 and 3168 miu/ml from an aliquot. The original result was not reported. The reagent lot number was 15385503. The field service representative could not find a cause. He verified analyzer operation by running performance tests which passed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous calcium (ca) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems for one patient sample. The erroneous results were not reported outside of the lab. There was no affect to patient or user associated with this event.

Manufacturer narrative:
A specific root cause was not identified. Calibrations were acceptable. Assay performance checks demonstrate instrument performance is within specification. It was determined the event might have been caused by pre-analytical issues. The customer was pouring samples which is not recommended as this can cause foam or bubbles on samples. In addition, the customer is not using recommended rack adapters for the sample tubes they were using.